Manufacturer narrative:
A ge service representative performed an on site investigation. The connections were re-seated and the surge suppressor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 system had a communication error during a case. The 2800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.